Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. Subsequently, the patient underwent surgical intervention where the same ipg was moved from the original pocket at the right flank to the new pocket at the right abdomen. It was noted 2 model 3386 extensions were added during the procedure. Follow-up information revealed the patient is in stable condition postoperative and the reported issue is now resolved. Please note the event date is unknown.